Event description:
Customer (B)(4) report was received. It stated that lasix leaked from a cut in the tubing near the connection site. The infusion (lasix 40 mg) was stopped and the physician was contacted. The physician wanted to wait 2 hours to see if pt had any urinary output in order to determine if lasix was delivered. The pt did not have any output after 2 hours; therefore, another lasix dose was administered. No pt harm was reported. (B)(4).

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.